Manufacturer narrative:
.

Event description:
It was reported that the pt had a tender area behind the left ear. The end of the wire was noted to have eroded through the skin. Lead migration/dislodgement was also noted. The lead was explanted and replaced. The pt recovered without sequela.